Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) excessive force. Evaluation summary: device evaluation: the shaft was separated/detached 18.5 cm distal to the strain relief tubing, thus confirming the incident. The fracture face was oval shaped and the jacket was stretched and jagged, suggesting tensile overload (material fatigue/stress). There was a kink in the shaft 2.2 cm proximal to the separation/detachment. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was reviewed. Based on the review, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reported information, the shaft kink and subsequent shaft separation/detachment occurred as a result of the force applied by the physician.

Event description:
It was reported that during the procedure in the moderately calcified/tortuous proximal circumflex artery, an attempt was made to advance a 2.75x23 xience v stent delivery system to the target lesion. Resistance was felt, force was applied, and the proximal shaft kinked and separated outside of the anatomy. The stent delivery system was withdrawn and dilatation was performed using an unspecified 2.5x12 balloon. A 2.75x18 xience v stent delivery system was advanced and the stent was deployed, successfully treating the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.